Manufacturer narrative:
Available evidence indicates that the lead remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information via latitude red alert that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) displayed a high, out of range (oor) shock impedance measurement. A technical services (ts) consultant reviewed the latest upload for the patient on latitude and noted that on the same day of the oor shock measurement, episodes of noise were present. Ts discussed that the noise was likely electromagnetic interference (emi) and suggested contacting the patient for further investigation. An attempt to obtain additional information was made. No adverse patient effects were reported.